Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not received the instrument for failure analysis investigations. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the monopolar curved scissors (mcs) instrument was being used as a retractor and broke inside of the patient. The fragment was retrieved, and the procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was returned for failure analysis. The instrument was found to have the main tube broken. There was no missing material.